Manufacturer narrative:
Corrected data was on section e2 with the initial reporter being a health professional

Event description:
User reported false positive results. Negative pcr and rapid.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive results. Negative pcr and rapid.